Event description:
It was reported that the patient was experiencing inadequate stimulation. X-ray revealed that the lead had migrated. Reprogramming was attempted but did not resolve the issue, the patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be retuned as it was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(4), batch: (B)(4).